Manufacturer narrative:
The rate seen (98 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient diagnosed with infection and non-healing blisters one month post procedure. Patient subsequently prescribed antibiotic amoxil, patient is improving however still on antibiotics as of (B)(6) 2020.